Event description:
On (B)(6) 2011 it was reported the patient's insulin cartridges were leaking. The patient noted multiple leaking cartridges in (B)(6) 2011, seeing insulin drip out of the cartridge compartment. During this time period, the patient obtained elevated blood glucose readings ranging from 300 mg/dl to 400 mg/dl. The patient experienced no symptoms of severe injury, but did experience the symptom of general malaise. The patient corrected her blood glucose levels using boluses from the pump; she did not seek any medical attention. There was no adverse event associated with this issue.

Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge. Correction: 2531779-02/25/11-001-r.